Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n246971, implanted: (B)(6) 2010, product type: accessory. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported an alarm was heard but telemetry not yet performed. Per the reporter the healthcare provider (hcp) stated the patient was hearing their pump alarming. The patient and the hcp have elected to abandon therapy and the reporter was asked to silence the alarm. It was further reported that telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. The empty reservoir alarm occurred (B)(6) 20/14. The patient was experiencing "normal chronic pain". No troubleshooting or other actions were taken. The patient was reported to be "doing fine". The pump was used to deliver morphine (10 mg/ml at 3 mg/day).